Manufacturer narrative:
No patient information provided as no patient was involved in this concern. UDI not available for this system at time of filing. Device manufacturing date is unavailable. No parts have been received by the manufacturer for evaluation.

Event description:
Medtronic received information regarding a navigation system outside of a procedure. It was reported that there was an intermittent issue with the imaging system recognizing the navigation system. The manufacturer representative later confirmed that he could not reproduce the issue and it was resolved. There was no patient present.

Manufacturer narrative:
Additional information: updated UDI, updated device manufacturing date.

Manufacturer narrative:
The logs for the navigation system were reviewed by medtronic personnel. However, the logs provided no additional insight into the probable cause of the anomaly. The software investigation found that a probable cause was unable to be determined without further information since the on-going investigation proved to be inconclusive based on the information provided.